Event description:
During laparoscopic cholecystectomy gall bladder was placed in the specimen retrieval bag. The bag broke intra-operatively and a portion of the bag was retrieved in pt's abdomen. The broken portion was retrieved by surgeon. No harm to pt.